Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, minimum fill messages occurred when attempting to load multiple cartridges onto the pump. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood glucose level was 109 mg/dl. Reportedly, the contact loaded a cartridge successfully and resumed insulin delivery.